Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer results were reviewed. The run was valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. As with any diagnostic test, the results from the alinity m hr hpv assay should be interpreted in conjunction with other clinical and laboratory findings. If the hr hpv results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The sample in question was not detected on two different instrument platforms and was "weakly detectable" on a third platform. The patient history and previous tests are all accounted for and the patient is well under medical control. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 401548 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 401548. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 401548 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 401548 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 401548. Complaint trending was performed and did not identify an adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 401548 was not identified.

Event description:
The customer reported 1 false negative while using the alinity m high risk (hr) hpv assay. The customer reported a false negative hpv16 result (B)(6) on the alinity m hr hpv assay processed on (B)(6) 2025. The customer reported that this patient has been in the screening program for years and has a known carcinoma in situ identified since 2016, with hsil (high-grade squamous intraepithelial lesion). Due to this, the patient was subject to conization in 2017, and full hysterectomy and salpingectomy later in 2017, plus additional vaginal dysplasias that have been treated locally. Despite this, the results on abbott assays, initially with m2000 and then with alinity m have always been a "hpv not detected". The customer had previously processed samples from this patient on the following dates: (B)(6) 2018 (m2000), (B)(6) 2018 (m2000), (B)(6) 2020 (m2000), (B)(6) 2020 (m2000), (B)(6) 2021 (m2000), (B)(6) 2021 (m2000), (B)(6) 2022 (m2000), (B)(6) 2023 (m2000), (B)(6) 2023 (m2000), (B)(6) 2024 (alinity m). Only a prior sample from (B)(6) 2017 did show positive for "other hr hpv" (m2000 result), while hpv 16 and hpv18 were negative. The customer reported that this patient has never tested positive for genotype 16 on either m2000 or alinity m. After sample ID (B)(6) was tested (B)(6) 2025 on the alinity m hpv assay and the result was "not detected," the sample was sent to another laboratory because the hsil was still present during cytology. The patient was confirmed (weak) positive for genotype 16 on their luminex system after their bd-core also had a negative on type16. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.